Event description:
Customer reported an infection at insertion site. The site was painful and pus-filled. His doctor prescribed amoxicillin to treat the infection. The site has now healed. User lost traceability of the pod and therefore no pod will be returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to determine if any product condition contributed to the pt's infection. Lot qualification records (including sterilization) were reviewed and determined to have met all acceptance criteria. The omnipod's user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."